Manufacturer narrative:
As reported, the balloon of a 5x4 80cm slalom thrill percutaneous transluminal angioplasty (pta) balloon catheter was unable to be inflated and blood was retracted while being deflated. There was no reported patient injury. The anomaly was noted at eight (8) atmospheres (atm) and the pressure was maintained. The intended procedure was reported to be a shunt pta. There was moderate vessel calcification; mild tortuosity and ninety-percent stenosis. The device was not used for a chronic total occlusion. The device was stored, handled, and prepped according to the instructions for use (IFU). There were no visible signs of device/package damage prior to use. There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device maintained negative pressure during preparation. The same indeflator was successfully used with other devices. There were no anomalies noted while inflating the device with positive pressure. There was no device anomaly which prevented the device from being inflated. There was no resistance met while withdrawing the device. The device was not returned for analysis. A product history record (phr) review of lot 82244795 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon - leakage¿ was not confirmed as the device was not returned for analysis. The exact cause cannot be determined. It is likely vessel characteristics, although unknown, and procedural factors may have contributed to the reported events. Without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the instructions for use ¿balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Caution: fully deflate the balloon by inducing negative pressure with the inflation system whenever the pta catheter is advanced or withdrawn. Do not advance or withdraw the pta catheter within the vasculature unless the catheter is preceded by a guidewire. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement, and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Remove the vacuum (do not apply pressure) and withdraw the catheter. Note: gentle counterclockwise rotation of the balloon may ease withdrawal from the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath or guiding catheter, check if the balloon is fully deflated. If not, withdraw the catheter and sheath as one unit.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the balloon of a 5x4 80cm slalom thrill percutaneous transluminal angioplasty (pta) balloon catheter was unable to be inflated and blood was retracted while being deflated. There was no reported patient injury. The anomaly was noted at eight (8) atmospheres (atm) and the pressure was maintained. The intended procedure was reported to be a shunt pta. There was moderate vessel calcification; mild tortuosity and ninety-percent stenosis. The device was not used for a chronic total occlusion. The device was stored, handled, and prepped according to the instructions for use (IFU). There were no visible signs of device/package damage prior to use. There was no difficulty removing the product from the hoop, removing the protective balloon cover nor difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device maintained negative pressure during preparation. Neither the contrast media brand; the contrast of saline ratio nor the brand of the inflation device used was provided. The same indeflator was successfully used with other devices. There were no anomalies noted while inflating the device with positive pressure. There was no device anomaly which prevented the device from being inflated. There was no resistance met while withdrawing the device. The device will not be returned for evaluation.

Manufacturer narrative:
The product history record review is anticipated; however, it has not yet been finalized. Additional information is pending and will be submitted within 30 days upon receipt.